Event description:
After initiation of bypass, it was noted that the patient was not adequately draining and the cvp [central venous pressure] was rising. The perfusionist notified the surgeon that there was a drainage issue, likely with the svc [superior vena cava] cannula. After attempted repositions without increased drainage or a lowered cvp, the decision was made to change the cannula. The current cannula was removed and replaced and the drainage issues resolved. The removed cannula was gently flushed at the field and a small, hollow, what appears to be plastic ring-shaped piece came out of the cannula. The cannula and the piece that came out were saved and the manufacturers are being notified of the issue so that can investigate further. Manufacturer will be notified of the issue and asked to come pick up the faulty cannula and the piece that came out of it for analysis. Manufacturer response for catheter, cannula and tubing, vascular, cardiopulmonary bypass, dlp® (per site reporter). They will pick up and evaluate.